Event description:
The critically ill patient was transported from CT scan and arrived back in their room. The nurse observed the arterial line tubing just above the transducer getting bumped, cracking off and breaking (at the stopcock connection). Nurse stated this is the second art line this year that has broken off at the transducer. The tubing was changed out and there was no adverse outcome to the patient. The specific lot number of the product was not recorded nor available. The defective device is available for the manufacturer to inspect should they contact this facility.